Event description:
On (B)(6) 2009, the patient reported that, last night while trying to bolus insulin, he noticed the up and down buttons on his insulin infusion device did not respond to presses. He said his device has not been dropped or exposed to insulin. He said the up button is flat but the down button is still raised. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.